Manufacturer narrative:
An investigation into this article is currently ongoing. Once any additional information becomes available, this report will be updated. Reference: van malderen, s. C. H., t. Szili-torok, et al. (2016). "Comparative study of the failure rates among 3 implantable defibrillator leads." Heart rhythm 13(12): 2299-2305.

Event description:
Boston scientific received information through a journal article that six endotak right ventricular (rv) leads were involved in product failures. One rv lead was unable to be implanted due to a procedure-related issue. Four rv leads exhibited oversensing due to non-physiological noise while implanted. One rv lead exhibited loss of capture while implanted. The models of the endotak eads used in this study were published (0138, 0155, and 0158); however, no specific serial number information provided n the article. No adverse patient effects were reported.